Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of high blood glucose and patient's mother sent patient to hospital to lower down the blood sugar levels. Patient's blood glucose at time of event was 30 mmol/l. No further information available.